Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump¿s act button were sticky and also squirting insulin during prime rather than a slow drip. Customer's blood glucose level was unknown. Customer declined troubleshooting for issue. The device will not be returned for analysis.